Event description:
The customer reported that the images were flashing during a case, and they had to remove the c-arm and replace it with another c-arm.

Manufacturer narrative:
(B) (4). The ge svc rep troubleshot the system, adjusted the kvp tracking and focus to within specs. He found the power cable connections extremely loose, tightened. The rep could not duplicate the flashing symptoms. He adjusted the (B) (4) camera to match the monitor image. (B) (4)